Event description:
It was reported by the clinician that the catheter was inserted on (B) (6) 2009. The patient was a dialysis patient; type of meds being infused were unknown. Upon removal of the catheter on (B) (6) 2009, the catheter separated from the hub. An x-ray showed that the distal tip was located in the axillary region of the patient. The physician did not surgically remove the piece. The patient was transferred to hospice. The patient was very ill and leaving the piece was less stressful for the patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.